Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented remotely via merlin.net transmission, device was unable to have telemetry communication while connected to two different merlin programmers. It was recommended to interrogate the pacemaker device in clinic to see if backup mode was observed. Patient did not report any symptoms. No further information available.

Event description:
New information received. Patient was seen in clinic. The device could not be interrogated via radio frequency telemetry. A firmware download to the device was unsuccessful and issue was unresolved. Patient will receive an inductive transmitter. No further information available.